Event description:
It was reported that premature deployment occurred, requiring an additional device to retrieve the coil. A 4x15 embold fibered detachable coil system was selected to treat a duodenal tumor bleed. The anatomy was non-tortuous, and the vessel was less than 3mm. When deploying the coil, the device was in a side branch, and the pusher wire and locking mechanism were pushed beyond the tip of the catheter. The user did not like the position of the coil, and attempted to reposition it, but it would not fit back in the catheter. While attempting to withdraw the coil into the microcatheter, it stretched and became detached unintentionally. The coil was removed with micro graspers, and a new coil was used to complete the procedure. There were no patient complications reported.